Event description:
Patient reported via voluntary medwatch mw5120168 and mw5120169 "I developed raynaud's syndrome (not device related) on that day after my implants rupture. But I have developed many allergies over the years that might be due to the implants, and I have angioedema and mast cell activation syndrome. Right breast sub pectoral silicone implant with irregular contouring in the lateral breast and linguine sign suspicious for intracapsular rupture." This record is for the right side. The device remains implanted.

Manufacturer narrative:
In response to FDA report number: mw5120168 and mw5120169. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.